Manufacturer narrative:
Unit received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked keypad overlay at select button. Unit received with deep scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the customer received the wrong insulin pump, had 670g and was replaced with 640g. No harm requiring medical intervention was reported. The device will be returned for analysis.